Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the ipg was explanted. The reason for the surgery is unknown. No additional information available.

Event description:
Additional information received stated that the patient did not have their ipg explanted as previously reported. The patient stopped using their ipg and surgical intervention may be pending to explant the device at a later date.